Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after displacement test. Customer does not recall any significant events leading to the error. Customer's blood glucose was 184 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to the motor error alarm. No cosmetic damage was noted during physical inspection.